Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, while advancing the electrode into the patient, slight resistance was encountered. Once introduced, the ablation treatment was performed. However, roll-off occurred within three minutes so the electrode was withdrawn from the patient for inspection. Upon removal, the electrode insulation was found to have shrunk 0.3cm at the needle tip. The account reported that the insulation was intact and that no portion detached into the patient. The procedure was successfully completed with a second leveen needle electrode. Additionally, the account reported that the electrode was used in conjunction with a metal needle guide. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
A visual evaluation found that the insulation was damaged at the distal end of the cannula. No damage was identified to the array. Additionally, the array was able to be extended and retracted without issue. Continuity of current was confirmed with the electrode and the exposed metal which is indicative of proper connectivity. The condition of the returned incident device was consistent with the complaint that the device insulation was damaged at the tip. Information was received from the account which confirmed the use of a metal needle guide with the electrode. The directions for use (dfu) caution the user of potential complications if a metal needle guide is used. Therefore, the most probable root cause is anticipated procedural complication. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, while advancing the electrode into the patient, slight resistance was encountered. Once introduced, the ablation treatment was performed. However, roll-off occurred within three minutes so the electrode was withdrawn from the patient for inspection. Upon removal, the electrode insulation was found to have shrunk 0.3cm at the needle tip. The account reported that the insulation was intact and that no portion detached into the patient. The procedure was successfully completed with a second leveen needle electrode. Additionally, the account reported that the electrode was used in conjunction with a metal needle guide. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.